Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).

Event description:
It was reported that a physician attempted a novasure endometrial ablation of (B)(6)2015. "The doctor could not get the device to pass through the cervix. The pt ended up with a tear and bleeding". The physician sutured the pt and aborted the procedure. The pt was discharged home.